Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the nurse helping was burned. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device and electrode pads were returned to zoll medical UK for evaluation. Customer feedback indicated the reported nurse injury was less severe than initially described and was likely a friction burn, with gloves remaining intact and no shock received during CPR. The patient sustained no burns. Device activity logs confirmed nine shocks were delivered within specification, with no CPR in progress during shock delivery. The device passed all functional and electrical testing with no faults identified. Electrode assessment noted the presence of hair, which may have impacted performance. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the nurse helping sustained a minor friction burn, the gloves the nurse was wearing remained intact. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.